Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no damaged. Event history log review was performed and found indications of two 10ml followed by one 20ml bolus tests were performed prior to the pump returning to smiths. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. During investigation, delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. According to the investigation, no fault found with unit.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy test (-7.2%). No patient was involved in this event. No adverse effects were reported.